Event description:
It was reported a port was placed initially without incident. Approx. One year post placement blood could not be aspirated. Contrast injection revealed multiple leaks. The port was removed and another port was placed without incident. No pt sequelae resulted from this event. The device was received and evaluated. The locking collar was in the locked position. The tubing appeared to have broken off and a 1 cm section was on the outlet tube. A circumferential tear was present in the tubing near the end of the outlet tube. The device was pressurized while the tubing to the outlet tube was clamped off. A leak was noted at the tear. F/u indicated this port was in place for approx. One year and was accessed several times without incident. Since this device was in place for over one year and no difficulty accessing the device was encountered prior to this incident, co believes pt anatomy as well as user technique during access, may have contributed to this event.